Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: visually, there was no damage (nicks) or anomalies in the construction of the device that would have resulted in the reported event. All the electrode wires were within their respective lumens and the lumens were in good condition with no signs of puncture. The cuff was inflated with 15cc of air and no leak was detected even when pressure was applied to the cuff. The information most likely indicates a patient related circumstance/reaction due to anatomical, operational factors, or patient pre-existing conditions.

Event description:
Additional information received: it has been confirmed that the patient underwent the rescheduled procedure for thyroid cancer one week following this event. The procedure was completed successfully "with no issues and we used the nim tubes with no issues."

Manufacturer narrative:
510k: device not marketed in the us; similar device available. Product evaluation: analysis results not available; evaluation expected but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "during the insertion of the emg endotracheal tube, blood gushed up the patient's airway. The operation was cancelled and patient is currently an in-patient on the ward. Unknown if the emg tube caused injury." Visual inspection of the tube shows that it does not look "faulty". The doctor has indicated that he feels there may have been "a nick in the tube which caused perforation of inner lining." It has been confirmed that no medical procedures or treatments were required to treat the bleed. The patient spent 1 night in the in-patient ward and is now home; the procedure has been rescheduled.